Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# serial# unknown: explanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown: b2 other: infection g2. Foreign: belgium medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had an infection with pseudomonas aeruginosa. The etiology was a causal relationship of the event to the device or therapy and a possible relationship of the event to the implant procedure. Diagnostic methods included laboratory testing of a "wound swap" of the extension site on (B)(6) 2025, examination with results of a soiled extension on (B)(6) 2025, and laboratory testing with results of "c-reactief proteïne" on (B)(6) 2025. The signs and symptoms were noted as "infection of the wound/extension, patient has fever. C-reactief proteïne = 170". The device diagnosis was noted as not applicable and the clinical diagnosis was infection with pseudomonas aeruginosa". The patient's age at consent was 56 and their weight was 88 kg. The interventions taken were that the entire system was explanted and not replaced on (B)(6) 2025. The outcome was noted as "unresolved at time of study exit/death/study closure". Additional information was received. It was reported that for ¿medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function?¿, the response is ¿yes¿. The patient exited the study on (B)(6) 2025 as they were no longer implanted with the device. The provided information has been confirmed with the clinical site. Additional information was received. It was reported that what was seen on the extension was "dirty no further explanation in the source." When asked if the soiled extension was a reaction to the infection, or if there was any suspicion of foreign material or other substance on the extension that led to the infection or if "soiled" was simply referring to the infection itself, it was reported that on (B)(6) 2025 a "wound swap" was done due to excessive wound exudate. There was no suspicion of an infection; the infection gives the symptoms.

Event description:
Additional information received corrected "wound swap" to "wound swab".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.